Event description:
Endurant stent grafts were implanted in patients during the endovascular treatment of aaas on unknown dates. Non mdt devices were also implanted. The following adverse events were reported: limb occlusion, mi, reintervention and death. The cause of the adverse events are undetermined. There was no information to suggest any endurant device failure caused or contributed to a death.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; quality-adjusted life year comparison at medium term follow-up of endovascular versus open surgical repair for abdominal aortic aneurysm in young patients byun et al, plos one 16(12): e0260690. Https://doi.org/ 10.1371. Age at time of event: mean age. Patient's sex: mean gender. Exact date of implant unknown. There was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR or vigilance unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.